Event description:
Customer reported a high blood glucose level with no specific value, only displaying "high." Cause was not known. Customer took corrective action by administering a correction bolus via the pump, and no further assistance was requested or required.